Manufacturer narrative:
Records indicate this device remains implanted at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) due to the extended charge time limit. The monitoring voltage was at middle of life (mol) 2.66 volts. The device remains implanted. No adverse patient effects were reported. A request for additional information has been sent.

Event description:
Additional information was received that the local sales representative did not have any additional knowledge regarding this device. The rep noted that the associated facility does not return devices. To this date our record indicate this device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.